Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the problem was caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A baxter engineer reported a pump that will not hold a charge. It is unknown when this occurred or if there was any patient injury or medical intervention necessary. No additional information is available.